Event description:
It was reported that, after a tka surgery performed on (B)(6) 2023, the patient experienced a loss of range of motion. This adverse event was addressed with manipulation under anesthesia on (B)(6) 2023 and treated with medication. The current health status of the patient is unknown

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, loss of range of motion approximately two months after a revision total knee arthroplasty. It is not related to the device or the procedure. The electronic clinical report form provided were used for the investigation. Consequently, as of the date of this medical investigation, the requested relevant clinical documentation has not been provided; therefore, there were no clinical factors found which would have caused or contributed to the reported adverse event. Loss of range of motion is a known complication of major knee surgeries due to excessive scar tissue formation. Therefore, this adverse event is related to the procedure, and it is not considered a foreseeable harm associated with the smith and nephew products. According to the report, the loss of range of motion was treated by a manipulation under anesthesia and with medication. The impact to the patient beyond the reported loss of range of motion, manipulation under anesthesia, and medication cannot be determined since it was reported the patient outcome is unknown. Therefore, no further clinical/medical assessment can be rendered at this time. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the devices did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems revealed in possible adverse effects that decreased range of motion and unusual stress concentrations can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event is healing factors. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.